Event description:
The patient's wife stated the patient experienced one vgo where the needle button released own its own. The patient's wife stated the patient did not hit the needle button in error.